Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Typically, a bent shaft is caused by prying/leveraging the device during use when it is not properly inserted into the guide sheath and/or mishandling. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the centerline system was put into the canal via the normal technique approach, then was aborted when the surgeon felt he was unable to perform the procedure in a safe manner due to lack of visualization. The reporter indicated that the shaft of the scope has a slight bend in it. The surgeon then converted from an arthroscopic procedure to an open procedure. The procedure was a right hand carpal tunnel release. The patient was reported to have been released as scheduled with no complications.